Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted that the complete lead was returned severed in three pieces. The extraction stylet tool was stuck inside the distal segment of the lead. There were setscrew markings found as well as lead insulation abrasion that had abraded through to the outer coils. The abrasion appeared to be smooth, and spiral which likely indicates lead on lead contact.

Event description:
Boston scientific received information that this patient system exhibited noise on all channels. It was unknown as to why, and no asystole was noted. The physician elected to explant and replace the entire system as the cause could not be found. To date, no additional adverse patient effects have been reported.